Manufacturer narrative:
Eval summary: it is how the cable gripper was used. Insufficient info is provided to determine the root cause of this event. Eval: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence or product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l substantive info be rec'd, the complaint will be reopened. Zimmer, inc. Considers the investigation closed. This MDR was identified during an internal review to meet reporting requirements and therefore is being filed late.

Event description:
It is reported that the wire gripper failed to grab and maintain hold on the guide wire. The physician was unable to insert or remove guide wire using guide wire gripper. Power equipment was used to remove guide wire from tibial canal. The surgery was extended by 30 minutes